Event description:
Armboard was attached to or bed in usual manner after pt was transferred to or bed. After pt was asleep, the bed was unlocked and moved. At this time the armboard came off of the or bed with pt's arm strapped to armboard. Armboard was quickly reattached to or bed. No obvious signs of injury to pt's shoulder/arm. Armboard was one of the newer styles.